Manufacturer narrative:
It was reported that the patient had an infection. The cause for infection is unknown. Revision surgery is planned to address the issue by performing a washout and exchanging the poly inserts with new conformis poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that the patient had an infection. The cause for infection is unknown. Revision surgery is planned to address the issue by performing a washout and exchanging the poly inserts.